Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant product: item name: constrained tibial insert with pin, catalog number: 672022200, lot number: 62695912. Item name: constrained distal femoral spacer lateral, catalog number: 620704211, lot number: 63030119. Item name: constrained distal femoral spacer medial, catalog number: 620704201, lot number: 61665668. Item name: revision stem size 16.5 x 75, catalog number: 621575165, lot number: 60628242. Item name: revision stem size 12.5 x 125, catalog number: 621512125, lot number: 62261516. Item name: modular tibia spacer medial, catalog number: 641508010, lot number: 62106379. Item name: modular tibia spacer lateral, catalog number: 641504210, lot number: 63362787. Item name: trabecular metal tibial cone, catalog number: 00545001331, lot number: 63090049. Item name: trabecular metal femoral cone, catalog number: 00545002036, lot number: 61833164. Item name: constrained femoral component, catalog number: 632000201, lot number: 62322958. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01883.

Event description:
It was reported that a patient who underwent a knee arthroplasty has been indicated for revision due to a dislocated articular surface. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Review report of x-rays by healthcare provider says that lateral x-ray of the right knee shows posterior dislocation of a semi-constrained total knee arthroplasty along with tibial component loosening. Another lateral x-ray of the right knee shows posterior dislocation of a revision semiconstrained total knee arthroplasty. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.